Event description:
A surgeon reported that a patient sees a line in their vision, an arc in their visual field, after receiving an intraocular lens (iol) implant. The association between this event and the iol is not known. Additional information has been requested.